Event description:
A malfunction alarm labeled as "malf 7" was reported, with no significant events preceding it. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s health. Customer support provided guidance to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues arose again, and they acknowledged this instruction.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.